Event description:
The customer reported that the monitor came on with switch in off position, sync came on without being turned on.

Manufacturer narrative:
(B)(4). The customer reported that the monitor came on with switch in off position, sync came on without being turned on. There is no reported pt involvement. The philips repair bench evaluated the device. No trouble was found. No repairs were needed related to this complaint. The device passed all performance assurance testing and was returned to the customer. Philips was not able to confirm the reported malfunction. No cause can be determined.